Manufacturer narrative:
As reported, the patient developed possible reaction (redness) post implant of the ventralex mesh. It is reported that the surgeon feels the patient reaction was related to the sterile solution used during the case and not the ventralex mesh, however based on the available information, no definitive conclusions can be made. The adverse reactions section of the instructions-for-use, supplied with the device lists allergic reaction as a known possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided as a best estimate (B)(6) 2022) based on the date of the implant procedure.

Event description:
As reported, during an umbilical hernia repair procedure on (B)(6)-2022, the patient was implanted with a bard/davol ventralex mesh. Also reported is that chloraprep was used for the procedure. It was reported that post-implant, the patient experienced an allergic reaction (redness). Shortly after the procedure, a CT scan was performed and there were no issues noted with the mesh. As reported, the surgeon feels that the patient's reaction (redness) is related to the chloraprep, not the ventralex mesh. The patient has been referred to an allergist to address the patient's symptoms.